Event description:
The customer reported experiencing power issues. All stations are in local mode. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and tried to connect remotely to the site after receiving permission from the biomedical engineer, but none of the connections were active. A philips field service engineer (fse) went onsite and determined that the problem was due to an uninterruptible power supply (ups) failure, and the defective ups took down core a router and access switch, which caused disconnection of the philips network to the hospital network. The fse determined that the battery of the ups required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the battery of the ups. The reported problem was confirmed. The fse replaced the ups battery and got the core switch and access switch up and running and hl7 solved. The device remains in use at the customer site. This complaint is a supplemental to (9610816-2024-00473) due to incorrect registration number used.